Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead with stylet inserted and stylet guide attached was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. All tines were intact and undamaged.

Event description:
It was reported that during implantation, high capture threshold was noted on the right ventricular (rv) lead. The lead was not used, and a new one was implanted. The patient was stable.